Manufacturer narrative:
Investigation of this complaint confirmed that the instrument functioned as designed during all protocols executed on (B)(6) 2016 when sub-optimal processing was reported to have been derived. A review of the instrument logs confirmed that at 15:41pm on (B)(6) 2016, 15:41pm on (B)(6) 2016, 20:40pm on (B)(6) 2016 and at 23:12pm on (B)(6) 2016, a user failed to complete manual replacement of the reagent in bottles 5 (85% ethanol), 10 (isopropanol), 4 (85% ethanol) and 12 (isopropanol) respectively in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. As none of the bottles had been removed from the instrument for sufficient time to replace the reagent, the ethanol concentration in bottle 5 remained as 49.9%; the isopropanol concentration in bottle 10 remained as 98.2%; the ethanol concentration in bottle 4 remained as 48.8% and the isopropanol concentration in bottle 12 remained as 94.9% despite the user affirming in the instrument software that the default concentration was to be set in all instances. The reagent from bottles 4 (85% ethanol), 5 (85%), 10 (isopropanol) and 12 (isopropanol) were used in a number of protocols which completed between (B)(6) 2016. Although it was not possible to confirm unequivocally whether the sub-optimal processing reported was derived from a protocol run completed on peloris ii tissue processor (B)(4) on (B)(6) 2016, the consequences of using reagent at a concentration less than the minimum required for the final dehydration/clearing step in a protocol is the potential for re-introduction of water into the tissue; and contamination of reagents used in the subsequent processing steps.

Manufacturer narrative:
Manufacturer investigation of the instrument logs shows that peloris tissue processor serial number (B)(4) was not used to process any tissue samples on (B)(6) 2016, which eliminates involvement of this instrument as a source of the sub-optimal tissue processing reported by the complainant.

Event description:
On 22 july 2016, leica biosystems received a complaint that sub-optimal processing of tissue samples in one (1) basket had been identified on (B)(6) 2016 after being processed using a peloris/peloris ll tissue processor located in the laboratory. The complainant reported that there had been an operator error involving "not enough paraffin so the top basket got cooked". The complainant was unable to specifically identify the serial number of the instrument on which the affected samples had been processed; but indicated that it was from one of the following instruments: peloris tissue processor serial number (B)(4), peloris tissue processor serial number (B)(4), peloris tissue processor serial number (B)(4) or peloris ii tissue processor (B)(4). On 05 august 2016, leica biosystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica biosystems is in progress.